Event description:
It was reported that the procedure was to treat the anterior descending artery. The 3.0x15mm nc trek balloon dilatation catheter (bdc) and the ht balance middleweight universal ii (bmw) guide wire were positioned together. It was noted the bdc met resistance with anatomy during advancement. During removal the balloon was observed to be stuck in the distal part of the bmw universal ii guide wire. Both devices were removed together as one unit. After the procedure the balloon was removed from the guide wire and it was noted that the distal hydrophilic layer of the guide wire was lost. It was perceptible to the touch. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The ht balance middleweight universal ii (bmw) guide wire referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulty advancing and removing the device from the guide wire; however, the reported difficulty advancing the device in the anatomy appears to be related to operational context. Factors that may contribute to the difficult advancing and removing the balloon dilatation catheter (bdc) from the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, device placement technique, guiding catheter support, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. Additionally, it was reported by the account that the bdc interacted with the anatomy resulting in the reported difficulty advancing the device. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.